Manufacturer narrative:
No devices or photos were received; therefore the condition of the component is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A specific reason for the reported revision was not stated. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised for an unknown reason.